Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a c-pilot files cc+ sterile broke during use. The broken part could not be retrieved and was incorporated into the fill.

Manufacturer narrative:
Internal investigation based on lot # performed - no fault found - see attachment - no product returned for investigation. Since no product or photos have been made available, the final root cause for the claim cannot be confirmed. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.